Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 22603-b007t and lot# 25025221 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris smartsite texium pump infusion set had leakage. The following information was provided by the initial reporter: texium tubing leaking while patient being infused.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.